Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services to report that this patient had died on (B)(6). The device and electrode had been implanted on (B)(6). The patient had been discharged from the hospital following the implant procedure. The local representative was informed by the implanting physician that there were no procedure issues or patient complications. The patient was found unresponsive by the spouse around 9:00 pm. The coroner listed the time of death around 1:00 pm. The physician was only made aware of the death when the clinic nurse had called to confirm the wound check appointment. The clinic nurse or physician attempted to make arrangements to have the device interrogated. According to the spouse, the coroner determined that the mechanism of death was a blood clot. The deceased patient has since been cremated. This diabetic patient was very ill and the medical history was significant for bilateral amputee and ischemic cardiomyopathy. The local representative was provided instructions for device return. To date, there are no allegations of device malfunction and there are no allegations that the use of the device caused or contributed to the patient's death. Boston scientific received information from the local representative that the device clinic nurse confirmed that the device was destroyed during the cremation process.